Event description:
During an unk patient procedure the reamer was found to be dull. There was no surgical delay, patient/user harm or other adverse events reported.

Manufacturer narrative:
It has been communicated by the customer that the device will be returned to (B)(6) for evaluation. Once (B)(6) receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted. Complaint info was provided by stryker.